Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-06-25. Corrected h4 manufacture date: 2019-06-26. It appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2023-00796) is a duplicate of the issue reported under manufacturer¿s reference number: ot870172 (report number: 9710055-2023-00631). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00631).

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 8th september, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the inner seal has pulled away from the corner allowing moisture into the light panels causing streaking and debris internally. Upon inspection of the light it was found that the issue is the hydrogen peroxide cleaner that is being used to clean the light. It is not an approve cleaning agent and has damaged the light seal integrity making it easier for the cleaning solution to enter the inside of the light, which is what is causing the streaking on the lens. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.